Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the pigtails between the console 2 and port 2 on the tower since that was where the error was initially. Fse also replaced the pigtail on the robot due to the fiber communication signal strength was low. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system faulted at startup with error 170. The technical support engineer advised that fibers had previously been reseated, then attempted troubleshooting by having the customer power cycle the system twice, but error 170 persisted. The customer then performed a hard power cycle, after which error 31089 appeared followed by error 170. The technical support engineer reviewed logs and determined error 31089 initially reported from the tower fiber port 2, then instructed the customer to disconnect the second console. After the second console was disconnected, the system powered on normally and the customer proceeded using only the remaining console. There was no report of patient involvement or reported injury.